Event description:
It was reported that a motor device "burned out." It was unknown to the reporter if the device was used in surgery.  It was unknown to the reporter if there were any delays in a surgical procedure or if a spare device was available.  It was unknown if injuries or medical intervention were reported.  All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device. It was observed that the driveshaft assembly was found to be worn out. Therefore, the reported condition was confirmed. Evidence suggests this was to due mechanical components failure due to excessive force. If additional information should become available, a supplemental medwatch report will be sent accordingly.